Event description:
It was reported that that a lead warning sounded on the right ventricular lead for sudden increase in impedance values. It was undetermined if the issue was abbributed to the device or the lead, so both were replaced. The device was explanted and the lead capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.